Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure was reported on (B)(6) 2025. According to the health care provider (hcp), the sensor fractured into two pieces during removal. The sensor had been implanted in the left arm, and the clamp provided in the vygon removal kit was used during the procedure. The user was contacted but was unresponsive. All fragments of the sensor were successfully removed and retained for return, and a return material authorization (RMA) was created for further investigation. The user is not currently using the system as the sensor had reached end of life.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The territory manager reported that sensor broke during a removal appointment on (B)(6) 2025. The sensor was returned to senseonics for further investigation, and visual inspection confirmed that the sensor fractured into two pieces, with the fracture observed at the long-end region; all pieces were successfully extracted. Sensor fracture is typically associated with excessive force applied by removal clamps or grasping an extremity of the sensor. In some cases, tissue encapsulation at the insertion site may obstruct removal, which can lead the healthcare professional to apply increased force and increase the risk of sensor fracture. B4.date of this report 20 jan 2026. G3.date received by the manufacturer? 20 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.